Event description:
During follow-up, loss of capture, low pacing impedance, high pacing impedance, and noise were observed on the right ventricular (rv) lead. Dislodgement was suspected. During revision, damage was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were dislodgment, failure to capture, impedance issue, noise, and material break. As received, a complete lead was returned for analysis. All four tines were intact. The reported events of failure to capture, impedance issue, noise, and material break were confirmed. Visual and x-ray examination of the lead noted clavicle crush damage in the middle region of the lead, all filars of the outer coil were broken / separated and the inner insulation was breached due to clavicle crush forces. The cause of the reported events was isolated to the broken/separated filars of the outer coil and the inner insulation was breached due to clavicle crush forces. Electrical testing noted an indication of conductor fractures due to clavicle crush forces in the middle region of the lead although no internal shorts were noted.